Event description:
It was reported that during carotid artery procedure, the device misfired. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Misassembled hoop spring, damaged antiback-up. The analysis results found that the (B)(4) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to being jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly, the hoop spring was found misassembled and loose inside the device, jamming the firing mechanism. Although, it was not possible to determined what may have caused the finding, a possible cause is that the hoop spring was not properly assembled during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.